Event description:
According to the information provided, a user reported burning sensation during catheterization. The user also reported traces of blood on the catheter. The following day, the user was hospitalized for pyelonephritis and treated with antibiotics. The user was sent home with oral antibiotics. The attending physician stated this was a case of local infection leading to self-contamination.

Manufacturer narrative:
No device was returned for evaluation therefore coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information become available a follow up report will be submitted.